Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Event description:
It was reported that 9 hours after implantation of an intraocular lens (iol) into the left eye, the patient presented with decreased visual acuity, increased eye pressure (pre-op 14 mmhg, post-op 50 mmhg), corneal edema, 4+ cell and corneal folds (limbus to limbus). Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with predisolone 1%, diclofenac, polymxin b sulfate and an injection of moxifloxacin, irrigation/aspiration and they added enoxaparin to bss. In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is unknown.

Manufacturer narrative:
Updated g3, h2, h6, h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.